Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery pins in battery well "a" need replacing. The customer's initial reported failure was observed while the device was in use. However, no adverse patient impact was reported.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. Failure was traced to physical damage to j1 pin 6. The available information is consistent with a malfunction of the battery pca. The cause was physical damage to j1 pin 6.